Manufacturer narrative:
The field service engineer ran ise checks and there were no visible issues. Reagents were primed and there were no visible issues. All liquid was extracted by the vacuum system. The pinch tubing was found to have small cracks and the tubing was replaced. Ise checks were performed and a noticeable change was found in na readings only. The customer ran calibration and controls; controls recovered on the mean. The customer performed maintenance, then ran calibration and controls again; results were still stable. No further issues have occurred since these actions.

Event description:
The initial reporter stated they received discrepant results for 11 patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The initial values for 10 patient samples were reported outside of the laboratory and amended reports were issued after the samples were repeated on the same analyzer. Refer to the attachment for all patient data. An additional na value of 128 mmol/l was provided for sample ID (B)(6). It was asked, but it is not known if this value was measured on the same analyzer or a different analyzer. It was asked, but it is not known if an incorrect result for sample ID (B)(6) was reported outside of the laboratory. The na electrode lot number was t86. The electrode expiration date was requested, but not provided.

Manufacturer narrative:
The field service representative replaced all 3 valves on the dilution line and replaced the gear pump head. He completed primes and ise checks again, which passed. The investigation did not identify a product problem. Based on the lack of data provided, the cause of the event could not be determined.